Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: this event occurred in winter 2024. D4: the alleged lot number lot r25f30161 07/01/2027 and a UDI of (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the port closest to the patient. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.